Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an 11500a 21mm inspiris resilia aortic valve, implanted for seven (7) months, underwent a valve-in-valve procedure due stenosis and insufficiency. The procedure was performed successfully with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
Updated sections: b1, b5, b7, d4 expiration date, h4, h6 health effect - clinical code, type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that this patient with an 21mm 11500a aortic valve, implanted for seven (7) months, underwent a valve-in-valve procedure due early symptomatic degeneration manifest through aortic insufficiency, and severe stenosis. The patient presented with shortens of breath and fatigue. The procedure was performed successfully with a 23mm 9750tfx transcatheter valve. Per medical records: since her first tte s/p avr, the prosthetic valve has had some degree of insufficiency, first just mild but has progressed to severe over the past 6 months. She has also become much more symptomatic and not feeling well. Tee done 2 week prior to surgery showed the 21mm inspiris pericardial valve in the aortic position with normal velocities with severe, eccentric, perivalvular aortic valve insufficiency. Mild to moderate mitral valve regurgitation, lvef 70%.